Event description:
The device and the distal portion of the leads were returned with no documentation. The following physician's office would not return phone calls. Medtronic, boston scientific and st jude medical have no record of this pt. There is no info indicating that this pt has expired. The date and reason for explant are unk. No complaints or adverse events have been reported to biotronik. Should add'l info become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal fragment was received. The morphology of the cuttings indicates that the fragmentation of the lead most likely originated from the explant procedure. The returned device was visually and electrically analysed. The inspection of the insulation confirmed that the lead was, apart from the present cuttings, free of insulation breaches. In addition, the dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.